Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, a pin that held the tracking spheres on the instrument was discovered to be bent. The reported issue occurred while navigating. No additional information was provided. There was no reported impact on patient outcome.

Manufacturer narrative:
There was a reported delay to the procedure of less than 1 hour due to this issue. The suspect tracker was returned to the manufacturer for evaluation. Testing found that a marker on the instrument was bent. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.